Event description:
Meter name: enhanced basic. Strip name: one touch strips. Meter code: 8. Strip code: 8. Strip storage: properly. Symptoms: none. A pt reported they were seen in dr's office. Their meter allegedly was inaccurately erratic. The result on their meter was 43 mg/dl and 52mg/dl. The result on the dr's meter was over 400mg/dl. The time difference between pt's meter and dr's meter was over 30 minutes. Treament was IV because of very high readings. No further info has been reported.